Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to peritonitis on (B)(6) 2024. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6)2024 with complaints of abdominal cramps and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 3872 u/l, neutrophils = 95%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) cefazolin 1500 mg and ceftazidime 1500 mg daily for 14 days. The patient¿s cell count was rechecked on (B)(6) 2024 and showed signs of improvement (wbc = 306 u/l, neutrophils = 87%), however the patient¿s peritoneal effluent culture result returned positive for acinetobacter baumannii, and the patient¿s antibiotics were discontinued and replaced with ip levaquin (dosage not provided) daily for 14 days. The patient continued to undergo ccpd while hospitalized without reported issue and has recovered from the serious adverse events. The pdrn stated the cause of the peritonitis is unknown, as the patient and spouse have excellent technique. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient was discharged home on (b)(6( 2024 and continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.